Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited a shock impedance measurement less than 20 ohms. The patient was scheduled for further evaluation. No adverse patient effects were reported. Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated. The patient implanted with this device later expired. There were no allegations against device functionality. Records indicate the device was not explanted. Should additional information become available this report will be updated.